Manufacturer narrative:
Information contained in this record was previously submitted thru psr on (B)(6) 2018, (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation, crease folds, and crystalline. Based on the device analysis the final assessment is: no issues found related with the manufacturing process and no openings or issues related to rupture device were observed. Reason for reoperation is rupture and capsular contracture baker grade iii. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "capsular contracture," baker grade iii and "implant weakness". Healthcare professional reported "rupture". The device has been explanted.